Manufacturer narrative:
Continued from medical devices: microclave connector and 30ml bd syringe. The customer¿s report of a leak was confirmed. Visual inspection showed no cracks, damage, or other anomalies on the set, connector, or syringe. Functional testing resulted in a leak between the syringe set¿s female luer and the male luer of the non-bd connector. Dimensional analysis verified the syringe set¿s female luer was within specifications. The root cause of the leak was identified as poor fitment or slight lack of compatibility between the syringe set female luer and the non-bd connector.

Event description:
The customer reported a leak where the non-bd connector was attached to the syringe pump tubing while connected to a patient. There was unspecified temporary harm reported.